Event description:
On (B)(6) 2023, a patient (pt) in argentina called to report ¿cornea ulcer in both eyes¿ in (B)(6) 2023 while wearing the acuvue® 2® brand contact lenses (cl) and after ¿one day of use¿ the pt started ¿seeing all white.¿ the pt had to seek medical attention and was diagnosed with the corneal ulcers. The pt was prescribed an unknown antibiotic and ¿gel drops¿ every 2 hours for 3 days, then every 2 days for 4 hours. The pt was ¿in treatment for a few weeks¿ and then released. The pt reports daily cl wear. No additional medical information was provided. Multiple attempts were made to the pt for additional medical information, but nothing additional has been received. The date of event is unknown and is being reported as (B)(6) 2023. This os corneal ulcer event is being reported as a worst-case event as we were unable to verify the diagnosis and treatment with the pt¿s treating eye care professional. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b010b58 was produced under normal conditions. This report is for the pt's os event. The pt's od event will be submitted in a separate report. The os suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Suspect product discarded.